Event description:
The reporter stated that there was a bottle occlusion with no alert. The nurse noted that the pump was not infusing 30 minutes after start of delivery. The reporter stated that the pump displayed it was pumping but it did not deliver. The pump was delivering d 10 to an infant. Agents were given to break up a blood clot that had formed at the IV connection port. There was no reported treatment or injury to the pt. The reporter stated that they conducted an investigation of the pump before returning it to medex.